Event description:
It was reported that the ventricular assist device (vad) patient was admitted when the patient presented with respiratory symptoms, dyspnea and was positive for covid-19. The patient had episodes of no pulsatility and daily low flow alarms that resolved with intravenous (IV) fluids. There is suspicion of an outflow graft occlusion. There were plans of discharging the patient, but a decision was made to keep the patient as there were no more alarms but the night prior the patient went into flash pulmonary edema. A chest x-ray and blood cultures were performed. The patient was treated with diuretics. Lactate dehydrogenase (ldh) was not elevated, and the patient blood pressure was under good control in the 70-80s. It was stated that there were occasionally flat waveforms, but no suction events. The patient was on ten liters the night before and was on nine liters with oxygen saturation at 90% at the time. The patient had no echocardiogram or computed tomography angiography (cta) done but was suggested. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ outflow graft model #: 1125 / catalog #: 1125 / expiration date: 31-aug-2022 / lot#: 1417009 UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 01-aug-2017 yes. (B)(4). Additional information has been requested regarding additional event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot 1417009) was not returned for evaluation. Log file analysis revealed several decreases in power consumption and estimated flows starting on (B)(6) 2022 and 19 low flow alarms logged since (B)(6) 2022. As a result, the reported low flow event was confirmed. The reported outflow graft occlusion event could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient experienced respiratory symptoms, dyspnea, and suspected outflow graft occlusion, and was positive for covid-19. Of note, it was reported that the low flow alarms that resolved with intravenous (IV) fluids. The patient subsequently went into flash pulmonary edema and was treated with diuretics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction and infection are known potential complications associated with the implantation of a vad. There was no ev idence that the patient had a history of similar adverse events. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Outflow graft h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.